Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite set peep (positive end expiratory pressure) 6 display 4. Preformed characterization of flow valve and exhalation valve. All worked performed in accordance with avea service manual revision g. Performed est (extended system test) and performance check all passed. Ventilator is operational and meets OEM (original equipment manufacture) specifications.

Event description:
It was reported to vyaire medical that the avea ii alarmed vent inop (ventilator inoperable). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81: other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.